Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the obturator inserted through the universal seal assembly causing the deformation of the seal mechanism thus, no testing could be performed to evaluate the event reported. Further evaluation of the device; found that the duckbill was slightly open at slit. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. It is known from the history of the device that this condition may lead leaking issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the utilization, the trocar leaked gas out. The case was carried out by using another device. There were no adverse consequences for the patient.